Event description:
Report 1 of 2. The customer contact reported the device powered off following an unspecified alarm condition. At an unspecified time during a code blue, unspecified channels of two devices were programmed to deliver unspecified concentrations of either neosynephrine, levophed or vasopressin, at reportedly unspecified maximum dosages, and the deliveries were started. No further programming parameters were provided. The customer contact could not specify which drug was being delivered on which pump. After an unspecified length of time, it was reported that the devices powered off following an unspecified alarm condition. It was reported that after approx 2 minutes, the deliveries were restarted using the same devices. No specific event details were provided. After an unspecified length of time, it was reported the pt expired. No specific details were provided. After an unspecified length of time, the devices were removed from the clinical service. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. Report 2 of 2 for this event was reported under MFR report #9615050-2013-02950. The device history was downloaded at the service center. A review of the device history indicated the last programming occurred on (B)(6) 2013 at 2030, when channel 1, line a was programmed for simple delivery, ICU cca, to deliver at a rate of 10 ml/hr. With a vtbi (volume to be infused) of 250 ml, for a duration of 25 hours, and the delivery was started. At 2132, line b was programmed in the piggyback mode to deliver at a rate of 100 ml/hr, with a vtbi of 100 ml, for a duration of 1 hour, and the delivery was started. At 2231, line b delivery was completed. On (B)(6) 2013 at 0206, line a delivery was stopped with a volume infused (vi) of 990.8 ml and the device was turned off. This report represents all the information known by the reporter upon query by hospira personnel.